Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead. (B)(4).

Event description:
A power on reset (por) occurred and a 0x8 error code displayed on the 8840. The impedance measurements were greater than 40,000 ohms. In group a: a1=480ohms and a2-501ohms. Impedance measurements at 3v were all fine except for electrode #0 which was greater than 40,000ohms. Electrode #0 was not being used. The ins was on and settings as expected. The device was able to be reprogrammed. It was noted that the ins has been completely discharged in the past. The company representative confirmed that the patient did not recall having an over discharged battery. The patient does recharge regularly. The stimulation was turned off for a short time while at her clinic visit but was turned back on because the device did provide some relief. The patient seemed very happy with her stimulation coverage.